Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure. The lead exhibited noise and no sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).